Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product". Later healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "small radial folds". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure

Event description:
Patient reported right side capsular contracture baker grade unknown diagnosed via MRI and ultrasound, and implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6